Event description:
A user report has been received from swedish medical products agency, reported by a healthcare professional "omnipod is worn 24/7. The patient previously had omnipod dash and did not react much to it. After switching to omnipod 5, the eczema problem in the area where the adhesive was applied has increased. The family has tried different strategies to prevent and treat the eczema. Currently, they put tegaderm closest to the skin, which helps somewhat, but there is still red, intensely itchy eczema under the pod. The patient is completely dependent on the insulin pump. In eczema, insulin absorption is impaired. The pods sometimes fall off with a risk of ketone development and, in the long run, a risk of ketoacidosis. The eczema causes itching and crusted wounds that risk becoming infected. The patient needs treatment with continuous emollient cream and intermittent (strong and weak) cortisone creams".

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.